Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure? (B)(6) 2022. Were any cultures taken? No. Please describe how was the adhesive was applied. Unknown. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: 37 yo female, normal bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions): no. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes, patient previously had surgery with wound closure by dermabond only product lot of product used? Unknown. Facility name? (B)(6) hospital. Initial reporter role? Patient. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Hypersensitivity reaction due to prineo/dermabond. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2022 and topical skin adhesive was used. Patient experienced hypersensitivity reaction to adhesive, requiring removal of the mesh, course of steroids, and surgical wound to heal by secondary intention. Patient's 4 days post op, incision wound was erythematous and extremely itchy, no pus, not painful. Patient was afebrile. Patient was evaluated outpatient and augmentin was prescribed for concern of infection. After 3 days of augmentin, the incision did not improve, became more red and itchy, and small bumps appeared in the pubic region extending to inguinal groin. Patient was evaluated again by physician and diagnosed with hypersensitivity reaction to adhesive. Infection was ruled out. The mesh was removed and incision was allowed to heal via secondary intention. After removal of the mesh, itchiness significantly improved, however erythema was still present and wound was having difficulty healing. Patient was then prescribed medrol pack which reduced the erythema and calmed the hypersensitivity reaction. The wound healed by secondary intention after eight weeks. Additional information has been requested.